Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the device has the handle cannula in good condition, however, the loop was partially detached. The loop cannula has the evidence of crimping marks, however, the section of the loop that was detached did not have the crimping marks. Complaint confirmed; the loop was partially detached from the wire. The most probable root cause of this event is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of released for distribution.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, after unpacking the device and testing it prior to use, it was noted that the "snare" was broken/separated. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the loop was partially detached.